Event description:
The customer stated that she tested her blood glucose using her breeze meter and her neighbor's meter (brand unknown). The customers' breeze read 290 mg/dl, while the other meter read 91 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned. The customer did not have any test strips left, so no product will be returned. The customer was sent a breeze 2 meter kit.